Manufacturer narrative:
The pump was not returned to (B)(4) for evaluation. A DHR review was performed and found no issues during the original build. Because the pump was not returned (B)(4) was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to (B)(4).

Event description:
The initial reporter stated that the pump "screen shows it's running, but you can't hear it". (B)(4) made multiple attempts to follow up with the initial reporter and obtain additional information, but those attempts were unsuccessful. [(B)(4)].